Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their symptoms got worse after implant. Patient said at night they could barely make it to the bathroom and during the day. Patient mentioned that they spoke with medtronic representative on june 3rd and was told to increase the stimulation, then patient increased the stimulation from 1. 0 to 2. 8 and they started feeling pain on the left side was too strong so they decreased the stimulation to 1. 1 and then the pain went away. Patient reported that their symptoms went worst when they increased the stimulation until 2.8, but after they decreased the stimulation again they had some improvement in their symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The reason for call was patient reported that the therapy is not doing too much for them at night and the stimulation sensation disappears after making adjustments in their therapy. Patient stated that they have to get up 3 times a night to go to the bathroom. Patient also stated that when they get out of bed, they have no control over their bladder. Patient mentioned already discussed with their doctor their symptoms, relief and the process to stop the medication for the bladder issue to review if the neurostimulator is helping them. Patient has increased the intensity to find the relief in their symptoms. Patient service specialist reviewed therapy information and general programming guidance with the patient. Patient will maintain stimulation level and will continue to track symptoms. The patient mentioned unrelated medical history. Guided patient to discuss with hcp medical concerns. Patient mentioned the pain after increasing the stimulation. Reviewed device education. Patient reported having relief in their symptoms during the day but with some accidents at night and feeling the stimulation sensation after adjusting the intensity. Patient is in contact with their doctor to find the correct stimulation setting to relief their symptoms. No new information. No new information. Additional information was received from the patient. The patient stated that the therapy was still not doing much for their bladder symptoms. Patient stated the therapy never helped and that their original healthcare provider (hcp) had left the practice and they were working with another doctor who was farther away from where they lived, about a month ago had them meet with a manufacturer representative (rep)(patient stated rep did not give their name). Patient stated the rep had them try switching to a new program every couple weeks and the patient stated the rep was "kind of snotty" and took them into the storage room to discuss the programming but the patient stated they'd tried all 7 programs since then and the therapy still wasn't helping. Patient stated "it didn't even get me a chance to get to the bathroom." Patient stated they would sleep in their "big boy" chair and get up to go to the bathroom and they couldn't even make it to the bathroom. Patient stated they felt like they had to go but then when they tried to go it would be 4 drops. Patient then stated "4 drops is an exaggeration" but it wasn't much like how a normal person could go a lot, they weren't able to go much. Patient stated they recently though woke up but had already gone to the bathroom and they said that scared them because they'd never done that before, that they would always know to wake up to try to go, so their primary care doctor told them to call manufacturer to see if they could find an healthcare provider (hcp) who was closer to where they lived. Patient stated the only doctor they knew ofwas an hour away. Patient services mailed the patient physician listings using us mail at the patient's request and redirected the patient to follow up with an hcp to discuss their symptom concerns. Patient to follow up with a new hcp. Patient also reported medical history: that prior to getting the implant they used botox and it worked great for them but after the 3rd time, it didn't work anymore and they were "hopping" to the bathroom so that's when they decided to get the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.